Manufacturer narrative:
Device evaluated by MFR.: a visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified inside the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 15mm distal of the distal markerband. The rated burst pressure for this device is 14 atmospheres as per mustang specification. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device. (E1) (B)(6).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the non-tortuous and non-calcified iliac vein. A 12.0 x 80, 135cm mustang balloon catheter was advanced for dilation. However, during the second inflation at 10 atmospheres for 30 second, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported and patient condition was stable.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the non-tortuous and non-calcified iliac vein. A 12.0 x 80, 135cm mustang balloon catheter was advanced for dilation. However, during the second inflation at 10 atmospheres for 30 second, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported and patient condition was stable.

Manufacturer narrative:
(B)(6).